Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A screw driver attachment, cannulated, ao, hx-6 was reported to paragon 28 as damaged. Reasonable efforts were made to obtain case information however, the complaint investigator provided limited information. Additional details could not be collected. Due to limited information, potential of harm is based on worst case-scenario for the failure mode, independent of a condition failure.